Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient was having a burning and zapping sensation at the implantable neurostimulator pocket site. The implantable neurostimulator site looks intact. Initially the burning/zapping sensation happened sporadically, but now it is more frequently; 1-2 times per day. It does not matter if the stimulation is on/off, what the patient is doing, or the position that the patient is in. However, the patient also feels it when sitting on the couch with her feet up. Additionally, this burning/zapping sensation had occurred when the patient was sitting at the physician¿s office. Adaptivestim was turned on, and it was turned off on the day of the report. Impedances were within normal limits. With stimulation turned off and palpation done, the patient could still feel the burning/zapping sensation on the upper top left-hand side of the implantable neurostimulator. This is the same area that the patient had always been feeling it. With stimulation turned on and palpation done, the patient also felt the burning/zapping sensation. The patient feels paresthesia at 7 milliamps. There was no trauma and/or falls associated with this issue. The patient noted that this suddenly started occurring about three weeks prior to the report, confirmed as (B)(6)2019. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they had been zapped and burned during charging while the device was on. Pt said the zapping and burning was not caused by the recharging paddle. Pt felt it was from the implant inside. The issue started within the first 6 months after implanted. Pt had no falls/no trauma. Pt let the surgeon know and the surgeon did not think it was a big deal. Pt called healthcare provider (hcp) probably 3 times and they did not think it was a big deal. Pt went to a different hcp and they had a manufacturing representative (rep) rework their issue to a different frequency over 1.5 year ago and it helped for a little bit. Hcp did not check anything. Pt mentioned because of zapping and burning they had not been charging themselves.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they at burning at the battery site. The patient mentioned zapping that occurred about twice a day and only lasts for a second. They symptoms had been occurring for about a week an they occurred when the battery was on or off. There was no redness or swelling at the implant site. No external or patient factors were known to have contributed to the issue. The patient was directed to follow up with their healthcare provider and the issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was given an injection of lidocaine into the pocket which stopped the burning/zapping. It was unknown what the cause of the burning/zapping was.